Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a biozorb was implanted in the patient and the patient reported suffering a hard, painful lump, significant pain, fat necrosis, deformity and scarring of the skin, sensitivity, itching, swelling and reddening of the skin, spider veins on her breast, and that the marker failed to dissolve. No additional information available.

Manufacturer narrative:
After additional medical review it was determined the patient is 61 years old, 205 lbs and a bmi of 37.8 asymptomatic, was screening mammogram and u/s positive on (B)(6) 2019 for a left upper outer quadrant lesion (uoq) at 3o'clock and underwent needle biopsy that was positive for invasive ductal carcinoma. Invasive ductal carcinoma with atypical ductal carcinoma and intraductal papilloma nottingham grade 2 mpt1bpn0 ER+ pr+ her2-; negative margins, negative nodes x 2. (Right breast reduction excision tissue with fibrocystic changes). She underwent a left oncoplastic lumpectomy/slnd, biozorb placement and right breast reduction/symmetry procedure on (B)(6) 2019 with breast and plastic surgeons with uneventful immediate post op f/up. Although the patient was clinically at a low risk, her mammaprint testing (tests 70 genes in tumor tissue to help predict risk) showed that she was high risk. She started act chemotherapy on (B)(6) 2019 and completed 4/4 cycles of ac and 9/12 cycles of taxol when she required a break due to neuropathy in her hands but was able to complete treatment at a reduced dose on (B)(6) 2020. She had persistent grade 1 neuropathy. She then completed full breast with boost radiation therapy (xrt) (total dose 6040cgy) on (B)(6) 2020 which was "tolerated well except for continued neuropathy from her chemotherapy". She had left "firmness within the breast and some pain deep within the breast". She was referred to for physical therapy at her last xrt visit on (B)(6) 2020. On (B)(6) 2020 the patient had bilateral soft tissue nodules in the inframammary fold consistent with inclusion cysts that were excised on (B)(6) 2020. The patient started arimidex on (B)(6) 2020 post xrt. On (B)(6) 2020 the surgeon noted axillary cording without breast symptoms. On (B)(6) 2020 arimidex was discontinued due to headaches, weight loss and bone pain, however the symptoms did not resolve off medication. Her work up at that time (1 year 4 months post implant) including a CT scan to rule out metastatic disease was negative. She restarted arimidex on (B)(6) 2020. On (B)(6) 2020 the patient complained of left upper lateral breast discomfort when she rolls over in bed. " physician reported she does have a biozorb lumpectomy cavity marker in place". "Left breast has a palpable nodularity at the 3'oclock position site of patient's discomfort". A left breast diagnostic mammogram done on (B)(6) 2021 due to the palpable mass showed benign post lumpectomy changes, "developing fat necrosis with oil cysts and calcifications.... Also seen involving the inferior left breast consistent with surgery"(recall bilateral breast reduction scars). "No evidence of malignancy" an MRI on (B)(6) 2021 identified artifact associated with biozorb clips, and "benign areas of developing fat necrosis within the lumpectomy bed". On (B)(6) 2021 (almost 2 years post implant) the medical oncologist noted "some tenderness with mild palpation over the left breast and left axilla". Patient had repeated complaints of severe left hip pain and thigh pain without breast pain. A total body scan on (B)(6) 2021 noted patellofemoral joint degenerative disease. The patient continued to complain of left breast upper outer quadrant pain and a mass with negative repeat mammogram, u/s findings until (B)(6) 2021 when her records reflect a diagnosis of mondor's disease (a self-limiting syndrome of thrombophlebitis of veins in the anterior thoracic wall) treated with warm compresses. Her complaints were majority focused on her left side hip pain and primary care notes refer to a diagnosis of "meralgia parasthetica" left side, trochanter bursitis, and major depressive disorder. The patient was referred to for physical therapy but did not attend. Her records reflect mental health visits 2-3 x monthly throughout treatment. At 3 years post implant the patient had undergone multiple workups for left side pain including MRI, and repeat diagnostic mammograms without evidence of malignancy and only reference to "dystrophic calcification and post treatment changes" at (B)(6) 2022 and (B)(6) 2022. At an unidentified time, the patient was changed from arimidex to letrozole anti estrogen therapy and her total body symptoms improved. On (B)(6) 2023 (3 years, 3 months post implant) the patient denied breast concerns and the medical oncologist's exam was negative for tenderness. Family medical history: mother age 81; first cousin age 60; first cousin with ovarian cancer age 40 deceased. Medical history: obesity; ptsd and depression syndrome; htn; tuberculosis; history of ocp use; osteoarthritis; parotid gland stenosis. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.